Event description:
Acunav intracardiac echocardiography (ice) catheter was connected, but "no usable transducer" error message was received. We rebooted and reconnected to the equipment but still got the same error and were unable to image. Acunav catheter was replaced, and was noted to work properly and receive imaging.